Event description:
The patient reportedly experienced a loud pop with subsequent dizziness. A company representative met with the patient for troubleshooting. During troubleshooting, the patient experienced dizziness and a distorted sound. A CT scan is scheduled and surgery to explant the patient's c1 device is being investigated.